Event description:
Patient placed on pca pump following surgery. New syringe placed into pump on 10/30/92 @ 1115 with 53cc in syringe. At 1500 on 10/30 3cc + 3 mg given via three injections. At 2200 on 10/30 6 cc or 6mg given total of 6 injections. On 10/31 43cc 7 43 mg given-pca alarming-new syringe installed. 1416 on 10/31 7cc & 7 mg with no attempts given. At 1416 patient noted to be unresponsive. Pca turned off. Narcan administered. Patient sent to ICU for observation. Patient responded, no further problems noted. As of 11/5/92 continues to improvedevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. Date last serviced: 01-sep-92. Service provided by: distributor. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: mechanical tests performed. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.